Manufacturer narrative:
Technician found that the cause of the issues was the top center base shroud was bent and holding down the CPR/trend bar, causing the bed functions to not work. Replaced the top center cover shroud to resolve this issue.

Event description:
Facility alleged that the bed was stuck in trend.